Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a hospitalization on (B)(6) 2016 for a blood glucose of 1.0 mmol/l with chest pain associated with an unprogrammed bolus. The event was reviewed with the patient and the bolus history was found to contain one bolus that was not programmed; the history reflected a bolus on (B)(6) 2016 at 16:59 for 15.0 units. This report is made based on the allegation that the patient experienced hypoglycemia related to an unprogrammed bolus in the pump history.

Manufacturer narrative:
The pump bolus history confirmed that a bolus in the amount of 15 units was delivered on 05/02/2016 at 16:59. During testing the pump was exercised for 24 hours and no unprogrammed boluses were delivered or recorded in the pump history. A 10 unit normal and 10 unit audio bolus were performed and were accurately recorded in the history. No hypersensitive buttons were observed. A delivery accuracy test confirmed that the pump was delivering within specifications. The alleged complaint was unable to be duplicated during testing.